Event description:
The customer observed a single lower than expected quality control result processed using vitros phyt slides on a vitros 350 system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that a single lower than expected quality control result was obtained using the vitros clinical chemistry products phyt slides on a vitros 350 system. The definitive root cause is unknown, however; the investigation could not rule out an analyzer related event or the phyt slide lot, 2649-0115-4690, that was in use at the time of the event. An ocd field engineer was able to obtain acceptable phyt qc results within the established ranges after replacing an ir wash pump and using an alternate lot of phyt, lot 2649-0116-0458. There were no complaints of erroneous phyt patient results and no reported allegations of harm.